Event description:
The physician attempted arteriotomy closure using the closer s tsl 6 fr. Device. The patient returned with an infected groin and a hematoma. The patient went to surgery for removal of the sutures. Cultures were positive for staph aureus. No other information has been made available from the perclose representative.